Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during dwell four of six of peritoneal dialysis therapy. During troubleshooting, it was noted that there was a loose connection between a supply bag and supply line during therapy. The technical service representative assisted the patient with clearing the alarm and ending therapy. The patient was to notify their nurse of any missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that all bags were not properly connected. A loose connection is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.